Event description:
It was reported, the duodenovideoscope had something blocking the biopsy channel about 2-3cm. Devices were unable to be passed during the procedure and the scope had to be changed. The issue occurred during unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the biopsy channel and air/water channel were clogged and foreign objects were found inside the boroscope. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the user was likely unable to perform reprocessing properly due to leakage from the contact pin on the plug unit. Therefore, the foreign material was not removed. However, the cause of why the foreign material remained in the device could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿inspection of the instrument channel and forceps elevator.¿ ¿leakage testing of the endoscope.¿ this supplemental report includes additional information received from the customer. B5 and d10 updated accordingly. A correction has been made to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Although the issue caused a few minutes delay while the patient was under general anesthesia, the procedure was reportedly completed with the same device. It was confirmed that the device was inspected prior to use per the instructions for use (IFU). Furthermore, it was reported that the foreign material likely adhered to the endoscope while passing a tome through the wire locking device. It is believed that the foreign material was a piece of foam from the wire locking device. The customer reported that the subject device was properly reprocessed, and that there were no abnormalities noted with the accessories used for reprocessing.